Event description:
Reportedly, the forceez and an e2100 pencil (that according to the sales rep had more than its 50 uses) were being used close to the face of the pt. Oxygen was being administered by the nose. A ball of fire appeared during usage and burned the pt's face. When asked the degree of the burn and the current pt status, the reporter would not provide said info. After asking more questions, limited info has been provided by the facility.